Manufacturer narrative:
Patient code 3191 captures the event stating that the patient had a prolonged procedure. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil did not had a break. The (electrical and physical) allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The prolonged procedure was not confirmed as well, no evidence of device defect, malfunction, or non-induced damage was found.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to lead fracture, high impedance (out of range) measurements and failure to capture. The patient had a prolonged procedure as a result of these malfunctions. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to lead fracture, high impedance (out of range) measurements and failure to capture. The patient had a prolonged procedure as a result of these malfunctions. No additional adverse patient effects were reported.